Event description:
It was reported that the ilet screen appeared cracked internally with a large black spot and was unreadable, while the exterior surface felt intact; the device could not be accessed and the user experienced difficulty using it, consistent with a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a stress-related problem leading to an internal screen fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.